Event description:
The customer was feeling very tired, sweating, and vomiting. The customer stated that the infusion set was not changed to resolve the issue. Troubleshooting could not be performed as the insulin pump has not battery and have been off for about seven to eight months. The customer called back after inserting a new battery. Assisted the customer with setting the time, date, and reviewing the programming. Advised the customer that the infusion sets and tubing clamp will be sent to complete testing the insulin pump. Instructed the customer to call back upon receiving the supplies. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.